Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized for a blood glucose of 24.7 mmol/l and diabetic ketoacidosis. The patient experienced nausea and a headache. The patient was treated with an IV and their blood glucose has since decreased to 12.0 mmol/l. During troubleshooting there were no anomalies noted on the insulin pump or reservoir. The patient was advised that the high blood glucose could have been caused by a site or set occlusion. The reservoir was not returned for analysis.